Manufacturer narrative:
The device is used for treatment, not diagnosis. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A report was received regarding a small battery drive. It was reported that when the battery drive was received in the o.r., it was found that the head to the drive pivots. There were no injuries or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This device was used as treatment and not diagnosis. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated; the unit was tested, and the head of the device did not pivot.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is 1 of 1 report for complaint (B)(4).